Manufacturer narrative:
(B)(4).

Event description:
It was reported that several times the following message appeared on the programmer "integrity of the sofware is not secure , please contact your sorin representative" during follow-ups. After re-installation of the software (B)(4), the message still appeared.

Event description:
It was reported that several times the following message appeared on the programmer "integrity of the sofware is not secure , please contact your sorin representative" during follow-ups. After re-installation of the software smartvew 2.56, the message still appeared.